Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. Device evaluation details: the device evaluation has been completed. The biosense webster inc. (Bwi) field service engineer (fse) confirmed that the issues (catheter visualization and map shift ) were not duplicated after the carto 3 application reboot. The catheter was moving correctly after reboot. The fse reported that a map shift or map mis-alignment, that was reported after reboot, occurred when the user created a map after a movement. This isn¿t an bwi equipment issue, but rather patient movement or patient table movement. The system is ready for use. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that at the end of the case, there was a map shift and the catheter was moving in the opposite position that the physician was moving it. No patient movement was reported and the patient was stable the whole time. The system was rebooted, however, there was still a slight map shift but the lasso was moving correctly. The reported event of a ¿map shift¿ has been reviewed and assessed as an MDR reportable malfunction.